Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated metal ion levels, exposure to metal debris, fluid accumulations around the hip, tissue damage and necrosis reported.

Event description:
It was reported that revision surgery was performed due to hip noise and elevated chromium levels . The patient was revised in (B)(6) 2011.

Manufacturer narrative:
The above combination of devices represents an off label application in the USA.